Manufacturer narrative:
Other relevant device(s) are: model: 9733686. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for outside of procedure. It was reported that when using rialoto, the software did not display the instruments cad model but could create projection off the end of the "ghosting" instrument. However, he stated that he did see the instrument cad model when he navigated solera. Even when cycling views, the representative didn¿t see the cad model. The tool card was removed and re-added, and the software was re-booted. The issue was unable to be resolved. There was no patient present at the time of the event.